Event description:
Reporter did meter to hcp meter comparison tests. Tests were done within 10 minutes. Rptr's meter reading was 232 mg/dl and hospital's accucheck was 175 mg/dl. A lab test result was unknown. Tests were not fasting. No symptoms were reported. A control test of 144 was in range. Rptr learned of a 5 week pregnancy and being a diabetic approximately early 2000. Rptr was hospitalized at that time; hematocrit was 43.4%. Rptr started using meter on 1/12 and stated that glucose has been elevated. No harm was alleged.